Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging s power (damage) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: the bb shows evidence of unexplained por events. Battery compartment is cracked above and below the bumper pad. Battery cap was not returned with the pump. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture and no damage to the power circuit was found. Display screen has a pinkish contrast. (B)(4).